Event description:
It was reported that during routine maintenance, it was observed that the small battery drive device was not working. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as dec 19, 2007. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, it was observed that the device made an unusual noise and was vibrating. It was determined that this was due to various worn components and bearings deterioration from normal wear-out. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.